Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from the undefined location. There was no reported impact to the customer¿s blood glucose level. A new cartridge was loaded to resolve the issue.